Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient came into the hospital with a "low rpm" alarm on (B)(6) 2022. Log files revealed a sudden decrease in flow and rotations per minute (rpm) with a high increase in power. Lan results on (B)(6) 2022 showed elevated lactate dehydrogenase levels of 431 and international normalized ratio was within range at 2.67. Computed tomography angiography did not show any obstruction and the patient was asymptomatic. Log files from (B)(6) 2022 did not show any abnormalities. Log files from (B)(6) 2022 showed several pulsatility index events but no alarms. The patient reported "low rpm" alarms again. The patient underwent pump exchange on (B)(6) 20222. A transesophageal echocardiogram taken during procedure showed a ventricular septal defect. The origin of the ventricular septal defect was not clear.

Manufacturer narrative:
Section b5: correction. Explant was on (B)(6) 2022. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient underwent a pump exchange on (B)(6) 2022. There was no further information provided by the hospital regarding the ventricular septal defect. The cause of the speed changes was most likely due to a thrombus formation at the rotor.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , confirmed internal driveline wire damage that could have contributed to the reported low speed events captured in the submitted log files. The report of suspected thrombus could not be confirmed through this evaluation. Additionally, a direct correlation between hmii lvas, serial number (B)(6) , and the reported elevated lactate dehydrogenase and ventricular septal defect could not be conclusively established. The submitted log files collectively contained data from (B)(6) 2022. Intermittent low speed events were captured on (B)(6) 2022 while the patient was supported by the mobile power unit and power module. Based on previous complaint history, the observed events appeared to be consistent with potential driveline wire compromise. The pump was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. Two additional portions of the driveline were returned measuring approximately 6¿ and 7¿, respectively. The driveline tunneling bullet was also returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) was returned attached to the pump¿s outlet port. The bend relief collar was returned secured over the sealed outflow graft bend relief hardware. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portions of the driveline was conducted, and all wires were found to be electrically intact. Visual inspection of the 6¿ driveline segment revealed a breach in the insulation of the yellow wire approximately 1.5¿ from the proximal end. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wire insulation or the underlying conductors that would have contributed to the reported events. The returned driveline segments were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires that would have contributed to the reported events. If the exposed conductors of the yellow wire contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit, the resulting short to ground could have resulted in the low speed events that were confirmed through the submitted log file. The relevant sections of the device history records for (B)(6), as well as driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 1 of the IFU, lists potential adverse events, including device thrombosis, that may be associated with the use of heartmate ii left ventricular assist system. Section 6 of the IFU outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 of the IFU also provides information regarding anticoagulation therapy and the recommended inr range. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 5 of the patient handbook and section 7 of the IFU provide information on all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.